Manufacturer narrative:
All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with cracked case at display window corner, cracked lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the act button on the insulin pump was unresponsive. Customer's blood glucose level was 47 mg/dl. The customer ate breakfast and did not check her blood glucose level since. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.